Event description:
Additional information received indicated the patient had the system replaced due to a third over-discharge state, and a lead that "wasn't working." Reportedly, the patient was doing well per an update received on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID 3778, lot# v149221029, implanted: (B)(6) 2008, explanted: (B)(6) 2013. Product type: lead: product ID 3778, lot# v146417036, implanted: (B)(6) 2008, explanted: (B)(6) 2013. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 3550-39. Product type: accessory: product ID 3550-39. Product type: accessory. (B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) and leads were explanted. Lead breakage was annotated as reason for explant. The patient outcome was reported as recovered without sequela. Additional information was requested, but was unavailable at the date of this report. Any additional information will be included in a supplemental report.

Manufacturer narrative:
Final device analysis of the neurostimulator revealed the following: device received at end of service (eos) due to three over discharges. According to the trace report obtained from the neurostimulator, the total recharge count was 76. All of the recorded patient recharge sessions had the default date of (B)(6) 2000 due to over discharge. The battery discharged to the lock mode on (B)(6) 2012. Final device analysis of the lead (serial number (B)(4)) revealed the following: there were no anomalies found. Final device analysis of the lead (serial number (B)(4)) revealed the following: all wires were broken 26.5com from the distal end. Final device analysis of anchor #1 revealed the following: there were no anomalies found. Final device analysis of anchor #2 revealed the following: there were no significant anomalies found. The titan anchor was separated. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.